Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle stimulation at the site of pulse generator implant. Device interrogation found it to be operating in emergency vvi mode. A software download successfully restored the device. A recent unrelated procedure was reported. The patient was noted to be in good condition following reprogramming.